Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman access sheath (was) and dilator which was inserted into the sheath as received. Blood was on the device as received. The valve was opened as received with the dilator inserted into the was. Microscopic examination revealed no damage to the valve or hub. Microscopic and tactile examination revealed no damage to the shaft. Microscopic examination revealed no damage to the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported a pericardial effusion occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. A transseptal puncture was performed. The change to the watchman access system was done by a wire loop in the la. The watchman access system did not initially pass the septum, but eventually it did. However, a pericardial effusion was noticed. A pericardial puncture was performed and blood was aspirated and given back to the patient intravenously. Also, a cell saver was used to get 500 ml of the patient's own blood. Two blood bags with erythrocyte were given to the patient. The laa closure procedure was not completed. The patient was transferred to the acute station in stable condition.

Manufacturer narrative:
(B)(4)

Event description:
It was reported a pericardial effusion occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. A transseptal puncture was performed. The change to the watchman access system was done by a wire loop in the la. The watchman access system did not initially pass the septum, but eventually it did. However, a pericardial effusion was noticed. A pericardial puncture was performed and blood was aspirated and given back to the patient intravenously. Also, a cell saver was used to get 500 ml of the patient's own blood. Two blood bags with erythrocyte were given to the patient. The laa closure procedure was not completed. The patient was transferred to the acute station in stable condition.